Event description:
A surgeon reported a patient who experienced a "slight change in vision", and low grade iritis approximately three months following intraocular lens (iol) implant surgery. The surgeon also reported noting whitish opacities across the front of the iol. The patient was treated with medication. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/28/2009 and 10/12/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 10/23/2009.